Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was in the customer's pocket and the pump touch screen became shattered, and non-functional in some areas of the screen. Customer's blood glucose was 180 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.